Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had atrial non-capture and non-sensing. Impedance had increased to high measurement and noise was noted. A fracture was suspected. It was noted that the patient lifts weights. The lead was replaced. No patient complications were noted as a result of this event.